Manufacturer narrative:
Correction to field h6: patient codes.

Event description:
It was reported that this pacemaker's lead safety switch (lss) was triggered due to low out of range pacing impedance on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that the patient had pocket stimulation and myopotential oversensing from the lss. Technical services (ts) reviewed the reports and noted that the patient experienced an asystole due to pacing inhibition for more than 2 seconds. It is unknown if the patient experienced any other symptoms. Ts explained how to turn off lss. The plan is to schedule the patient for a device replacement as the device was near elective replacement indicator (eri) and address the lead. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker's lead safety switch (lss) was triggered due to low out of range pacing impedance on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that the patient had pocket stimulation and myopotential oversensing from the lss. Technical services (ts) reviewed the reports and noted that the patient experienced an asystole due to pacing inhibition for more than 2 seconds. It is unknown if the patient experienced any other symptoms. Ts explained how to turn off lss. The plan is to schedule the patient for a device replacement as the device was near elective replacement indicator (eri) and address the lead. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.